Event description:
It was reported that the subject device could not white balance. The issue found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: grinding noise, e224 error code, bad connector, failed the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e224 error shown on monitor is due to a bad connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.